Event description:
Toothbrush heads...dislodged...found the metal pin in mouth - oral-b [device breakage]. Case narrative: a spouse via chat stated that the oral-b sensitive gum care toothbrush heads dislodged while their wife was using it and she found the metal pin in her mouth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
22-aug-2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Toothbrush heads...dislodged...found the metal pin in mouth - oral-b [device breakage] product counterfeit - oral-b [product counterfeit]. Case narrative: a spouse via chat stated that the oral-b sensitive gum care toothbrush heads dislodged while their wife was using it and she found the metal pin in her mouth. No injury was reported. 01-aug-2024 case update from information initially received on 23-jul-2024: the suspect product was oral-b power oral care refills sensitive eb17. No injury was reported. 22-aug-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.